Manufacturer narrative:
Investigation summary: one photo was provided. The photo shows a 3ml syringe in the packaging flow wrap. The top and bottom part of the packaging flow wrap are not visible. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: it may have happened that the part was not at the right distance when the packaging flow wrap was being sealed during syringe assembly and flow wrap packaging process. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 3ml saline fill (B)(4) sp came in a package that was not sealed. This was discovered before use. The following information was provided by the initial reporter: when the user opened the package, he found that the outer package was not sealed. Customer needed green claims. The pictures and physical objects of the issue samples were not retained (the problem samples had been thrown away when the manager came to deal with it). The same batch of samples could be provided.